Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. Visual inspection confirms that the suture is broken. The ends of the broken suture are frayed which is a possible indication that the suture came in contact with a sharp instrument. It is possible that the instruments used in handling the suture had sharp edges. Other than this possibility, we cannot discern a root cause for this failure. This complaint can be confirmed. A non-conformance search was performed for this product code 232447-lot #l173613 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. A review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot that was released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction surgical procedure, it was observed that the white loop shortening suture on the rgdloop adjustable stand device broke while being pulled into the femoral tunnel. According to the reporter, the surgeon cycled the graft thinking that loop would lock onto the button, however the graft came down. The surgeon used a fixed loop-rigidloop 15mm which was available in the set of implants available instead causing a delay of 10 minutes in the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.